Manufacturer narrative:
The hospital biomed performed a checkout of the unit and a review of the logs. The biomed will replace the inspiratory valve.

Event description:
The hospital reported that, during a procedure, the unit alarmed for a ventilator failure. The clinician reportedly switched to manual mode, cycled power, switched back to mechanical ventilation and was able to continue the case without further complaint. There was no reported patient injury.